Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, an abbott perclose proglide closure system caused a dissection. A vessel prosthesis implantation was performed. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).